Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery incorrect handling occurred and the cable stripped at the base level. There were exposed wires. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the plug harness assembly insulation was damaged. The plug harness assembly was replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.